Event description:
The customer alleged there was a disinfectant leak coming from the unit. The customer noticed a blue liquid at the bottom, inside the unit. There were no reports of physical injuries from the event.

Manufacturer narrative:
Na.